Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was reviewed. Far-field r-waves were noted in the presenting rhythm that were indicated to not appear to affect device function. The right atrial lead remains in use. No patient complications have been reported as a result of this event.